Manufacturer narrative:
System performed properly. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database for further investigation.

Manufacturer narrative:
This field should have been marked as adverse event instead of product problem on the initial 3500a form, due to the need for revision surgery. The revision surgery was successfully completed and there are no allegations that the patient suffered any longterm negative effects related to the navigation system.

Event description:
A medtronic representative reported that while attempting to navigate during a very severe spine scoliosis case, the surgeons reported that they were not able to see the axial orientation in the trajectory views. The rep showed them all the different views available in the softward, but they seemed to prefer the trajectory views. They wanted to be able to rotate the planes of the image so that they could view every angle in the axial or sagittal planes of the image. The surgeons decided that they could not accomplish the view that they want with the navigation system, so they opted to discontinue use of the navigation system and proceed with the procedure. Approximately fifteen minutes later, the monitoring company personnel alerted the surgeons that motor activity of the patient was lost. The surgeons took a non-navigated spin with the o-arm 1000 imaging system and after looking at the resulting image decided to remove all screws and reschedule the procedure.

Manufacturer narrative:
Patient information was requested multiple times, but site would not provide any further details. A medtronic representative performed a system check-out on (B)(4) 2012. The system tested fully functional with the exception of a wireless tracker issue which is not related to the reported event. The surgery was rescheduled for (B)(4) 2012. The rescheduled surgery was completed without navigation.